Event description:
It was reported through the research article titled ¿influence of environmental temperature on the occurrence of driveline infection in patients with lvads¿ that heartmate 3 (hm3) may be related to infection. This retrospective single-center study examined whether environmental temperature influences the incidence of driveline infections (dlis) in patients with hm3 left ventricular assist devices (lvads). Among 333 patients followed from 2014 to 2023, 18% developed a dli, typically more than a year after implantation. The authors found a strong seasonal pattern: infections were significantly more frequent during warmer months (june¿september) compared to colder months (december¿march), with incidence rates of 2.65 versus 0.79 per 1000 patient-days. There was a strong positive correlation between ambient temperature and infection rates (r = 0.75), suggesting that higher temperatures contribute to increased infection risk, potentially through mechanisms such as perspiration and enhanced bacterial growth. Staphylococcus aureus and pseudomonas aeruginosa were the most common pathogens, and both showed higher incidence during warmer months. Patients who developed dlis tended to have higher body mass index, longer duration of device support, and more psychosocial risk factors. The findings highlight the importance of environmental factors in dli risk and suggest that targeted seasonal prevention strategies¿such as enhanced driveline care, more frequent dressing changes, and patient education during warmer periods¿may reduce infection rates. The study¿s retrospective and single-center nature limits generalizability, and other seasonal behavioral factors may also contribute.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 26nov2014 as the date of data collection was between 26nov2014 and 22aug2023. Calì f, pinsino a, ladanyi a, et al. Influence of environmental temperature on the occurrence of driveline infection in patients with lvads. Journal of cardiac failure. 2025;31(6):972-975. Doi:10.1016/j.cardfail.2025.01.024 fillipo cali, md columbia university irving medical center, new york, ny. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.